Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file confirmed malfunctioning frontal ip-pc. During troubleshooting, the fse identified a faulty hard drive in the ip-pc. The fse replaced the hard drive and reloaded the software. After replacing the hard drive and reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup, stalling at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the hard drive. The device was returned to expected functionality.